Event description:
The end user daughter reported that while operating the power wheelchair in the kitchen, the end user ran into the dishwasher and allegedly fractured three toes.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user drove the power wheelchair into a dishwasher in the kitchen.